Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed atrial lead noise reversion with occasional atrial lead noise and occasional inappropriate mode switch episodes. No intervention was performed and physician elected to continue to monitor the patient via remote transmission and in clinic visits. The patient was stable.